Event description:
Mechanical complications with the knee prosthesis lead to a revision surgery. The joint was locked.

Manufacturer narrative:
The user was contacted to receive more info and investigation material, eg, x-ray images, surgery report. This event occurred outside of the united states and involved a product that was manufactured outside of the united states. However, because the link endo-model rotational knee prosthesis also is marketed in the united states, link is submitting this MDR to ensure full compliance with 21 cfr part 803.